Event description:
It was reported that there was an impedance issue. There were high impedances of greater than 10,000 ohms on electrodes 8, 9, 10, 11, 5, 4, 2, and 0. Actions required as a result of the event was reprogramming and impedance testing was also done as diagnostic testing or troubleshooting. If there was a product issue, the issue was resolved. Patient status at the time of the report was alive, no injury, and there were no patient symptoms or complications associated with the event. They programmed to get good coverage in all areas of pain. The patient was doing well at that time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-56, lot# va06msb, implanted:(B)(6) 2013, product type: lead. Product ID: 3487a-45, lot# v542023, implanted:(B)(6) 2008, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted:(B)(6) 2013, product type: lead. Product ID: 3487a-56, lot# va01wbl, implanted:(B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3708220, serial# (B)(4), implanted:(B)(6) 2013, product type: extension. Product ID: 3487a-45, lot# v542023, implanted:(B)(6) 2008, product type: lead. Product ID: 3487a-56, lot# va06msb, implanted:(B)(6) 2013, product type: lead. (B)(4).